Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that they tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test. However, device had an unexpected seated at the beginning of the displacement test followed by insulin flow block alarm, problem isolated to the force sensor. We were unable to perform rewind test, prime test seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to unexpected insulin flow blocked alarms. The device was received with minor scratched display window and case.